Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, multiple attempts were made to reach the septum, and it was noted that the lead helix was not engaging or advancing into the septal tissue. The lead was ultimately not used and was replaced with a new lead. The patient¿s condition was stable.